Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump¿s reservoir compartment was chipped and was not holding the reservoir and infusion set in place. The customer stated it was possible the device bumped into a rock while they were in a hike. The customer stated they woke up and the reservoir was out of the insulin pump. Their blood glucose level at the time of the incident was around 400 mg/dl. They treated with a manual injection. They were advised to discontinue use of the device and revert to a back-up plan. They were advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Findings: pump received with minor scratched display window, cracked display window, cracked case at display window corners, cracked battery tube threads, missing reservoir tube o-ring, completely broken off reservoir tube lip, cracked case at reservoir tube window corner and cracked reservoir tube window. The reservoir tube lip completely broken off and test reservoir will not lock/click in place.